Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. On day five of support, the team noted a "rupture on the reposition sheath". The product damage did not result in patient harm or any further action. The patient continues on support.

Manufacturer narrative:
The impella device was not received from the customer as it is still supporting the patient. Therefore, an investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.